Event description:
It was reported the first t deployed. The second t did not fully deploy resulting in it pulling out of the meniscus. The t1 remained in the capsule from each device. Another device was opened and the procedure was completed without issue.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.